Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 145 mg/dl, 234 mg/dl, 166 mg/dl, 144 mg/dl, 76 mg/dl, and 62 mg/dl. Results were taken with two vials of strips, same code number. Customer felt hypoglycemic symptoms of light-headedness and dizziness with the readings. Customer drank 4 ounces of (B)(6) and felt better. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.